Manufacturer narrative:
Product analysis: no product was returned. Conclusion: per the melody IFU, paravalvular leak is identified as a potential device-related adverse event that may occur following implantation of the melody tpv. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information via literature review that a study was performed to evaluate (B)(4) patients who underwent transcatheter pulmonary bioprosthetic valve (tpbv) implantation for a non-circular right ventricular outflow tract (rvot) (serial numbers not provided). The study population included patients with a mean age of 26 years. Among all patients, catheterization 48 hours after percutaneous pulmonary valve implantation was performed for one residual rvot obstruction; one patient developed significant para-prosthetic leak (regurgitation) and received a second tpbv 15 months post initial tpbv implant. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.